Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient had not charged the scs ipg in years. Consequently, the ipg was inoperable. Surgical intervention was taken and the ipg was replaced with a new one. Stimulation therapy was restored postoperatively.